Event description:
Dr reports patient a status post right triathlon total knee is having patella pain. Per x-ray the patella had not been resurfaced. Dr requested the instruments and implants to resurface the patella. While exposed he decided to do a poly insert swap. The patella was resurface with an a29 implant the poly was exchanged with the same thickness after doing a trial 4 11mm cs insert. The first insert was removed after impacting due soft tissue impeded it from locking into base plate so another was provided. Otherwise the procedure was performed without incident.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly insert. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.